Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they experienced hyperglycemia. It was reported that he experienced high blood glucose levels of 30mmol/l. The customer's father stated that they gave five units of insulin with an insulin pen, and one unit from the insulin pump. The customer reported that he did a site change and they changed the bolus speed. The customer reported that the insulin pump received error alarm when he bolused for meal. Troubleshooting was performed. The customer was advised to change out the infusion set and reservoir. Product is not expected to return.